Event description:
The following has been reported: biomed reported: "no patient harm has been reported on this device. Reported problem: pump displays, "cassette contains air" with known-good cassette. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device started up with no alarms. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Lcd touch screen is damaged due to broken screw mounts. The touch screen will be removed and replaced during repair process device is sent to test line for full functional testing.